Manufacturer narrative:
H10: for the four reported complaints, 2 lot numbers were provided, and lot history reviews were performed and 2 lots numbers were not provided. Of the 4 reported malfunctions, one device was returned for evaluation. The investigation confirmed for the alleged damaged dilator as well as bent introducer sheath. For the 3 devices that were not returned the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 0603880. Implantable port allegedly experienced defective components. These reports were received from various sources. All four events had no reported patient injury. One patient is 6 years old and three patients were male; however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
For the four reported complaints, 2 lot numbers were provided, and lot history reviews were performed and 2 lots numbers were not provided. Of the 4 reported malfunctions, no devices were returned for evaluation. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 0603880. Implantable port allegedly experienced defective components. These reports were received from various sources. All four events had no reported patient injury. One patient is (B)(6) years old and three patients were male; however, all other patient age, weight, gender was not provided.